Manufacturer narrative:
Alleged failure: it has been reported that it was detected that after a time of the intervention (several hours) the camera head is very hot, so much so that it is difficult to hold it. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: this is a prism ic failure and it is difficult to predict the life time of ics. This is not a common failure for 1688 prisms. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.